Event description:
On 28-aug-2025, the italian subsidiary notified teoxane geneva of a serious adverse event. A patient was injected on (B)(6) 2025 with a total of 1 ml of rha 3 (0,4 ml in the nasolabial folds and 0,6 ml in the lips) with a needle. After the injection, the doctor didn't notice any whitening or skin color change. The day after the injection (on (B)(6) 2025), the patient reported pain that started from the left nasolabial fold to the nose and the left upper lip. The injector suspected a vascular complication and the patient received 500 iu of hyaluronidase in the left nasolabial fold. On (B)(6) 2025, the patient experienced marbling of the skin in the left nasolabial fold and in the nose. And little pustules in the left nasolabial fold. Moreover, the left upper lip was purplish. The injector prescribed the following therapy: hyaluronidase 1500 iu, antibiotics (augmentin 2 times a day for 10 days), antiplatelet agent (baby aspirin 300 mg for 4 days), corticoids (bentelan 1 mg for 3 days). On (B)(6) 2025, the patient received 1500 iu of hyaluronidase in the left nasolabial fold. On (B)(6) 2025, the injector assessed a normal blood refill in the affected area. The ultrasound examination of the left hemiface revealed no abnormal findings, particularly in the nasolabial fold. No necrotic areas were evident in the examined soft tissues. On (B)(6) 2025, the patient was fine. Considering the resolution of the symptoms, the case was considered closed.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequelae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products.